Event description:
The customer had a fasting lab comparison performed. The lab result was 220 mg/dl and the device result was 402 mg/dl. No treatment was given. It is unknown if controls were being used. A request was made for the return of the suspect device and replacement product was sent.